Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low and high blood glucose on (B)(6) 2017, with blood glucose from 42 mg/dl to 500 mg/dl at the time of the incidents. The customer went to the hospital with good blood glucose levels but once there, she had several lows and then went high and experienced diabetic ketoacidosis. The customer stated that the health care professional gave her a steroid that made them go high, and the lows were caused by getting too much insulin. The customer was having headaches for 2 weeks and blood pressure was running high, and also had stomach issues in (B)(6). The customer was given b5 to treat for the low. The customer experienced symptoms of highs such as headaches and high blood pressure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call was disconnected. Customer was advised by hospital staff to get more pump training. The insulin pump will not be returned for analysis.